Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the lead, the distal part of the guidewire was broken and stuck inside the lumen of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use. The analyst noted that there appears to be a segment of the original guidewire still stuck in the lead, the distal end was returned in the bag. If information is provided in the future, a supplemental report will be issued.